Manufacturer narrative:
Based on the descriptions of the event by user facility, the device functions normally- as it flows when disconnected. Device history record for this lot did not show any no flow issue. Retained samples were also subjected to flow test and the device flows normally.

Event description:
Smartez pump (se0200-100, lot#s8c58) containing meropenem 1 gram in 0.09% sodium chloride 100ml would not infuse. When disconnected, it will drip. Tubing connected tightly, line flushing well.